Manufacturer narrative:
Device evaluated by MFR.: visual examination revealed no damage or irregularity. Microscopic examination revealed a pinhole at the markerband. There was blood and contrast in the inflation lumen and the loosely folded balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderate to severely calcified left circumflex artery (lcx). A 1.2mm x 12mm fg threader mr was selected for percutaneous coronary balloon dilatation. After the balloon dilated during procedure, the balloon burst in the patient's body upon third inflation at 14atm, and the procedure was suspended. The balloon was completely removed from the patient's body and the procedure was completed with a different device. No complications were reported and the patient was stable after the procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderate to severely calcified left circumflex artery (lcx). A 1.2mm x 12mm fg threader mr was selected for percutaneous coronary balloon dilatation. After the balloon dilated during procedure, the balloon burst in the patient's body upon third inflation at 14atm, and the procedure was suspended. The balloon was completely removed from the patient's body and the procedure was completed with a different device. No complications were reported and the patient was stable after the procedure.